Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a urinary catheter. The customer reports that the catheter would not fully deflate, causing trauma and bleeding.